Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint indicating that the battery level is low. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer. The customer confirmed that the battery was broken. The customer rejeted repair service. The device remains at the customer site. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure.